Event description:
It is reported that the customer has been replacing her batteries once a week and received a black screen. Customer stated that the black screen did disappear. She stated that she had multiple unexpected restart and signal too low alarms. Customer stated that the alarm occurred shortly after inserting a new battery. The patient's blood glucose level was unknown. Advised customer that the insulin pump needed to be replaced. Customer stated she had high blood glucose readings but declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.